Event description:
It has been reported to philips that the azurion 7 b20 does not start. The device was in clinical use. No patient harm reported. It was found that the ups was defective, and the fuse was blown. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system does not power up. Upon functional testing, the fse found that the cause of the reported problem was broken uninterruptible power supply (ups). The fse replaced ups and fuse, after which the system was returned to use in good working order. The codes were updated based on the investigation outcome.